Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that today the patient reported not being able to bolus with the ptm (personal therapy manager) and the pump also could not be read using the clinician programmer. An image of the pump confirmed that it was flipped. A revision was planned to resolve the issue.